Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that the patient did not clean the are before starting pd therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient did not clean the area before starting pd therapy. On (B)(6) 2013, the patient experienced peritonitis. The cause of peritonitis was area not clean before starting pd therapy. On that same day, the patient was treated with injection reflin and injection fortum, 1g continuously in night bag ip for peritonitis. On (B)(6) 2013, the patient was hospitalized due to peritonitis. Pd therapy was ongoing. Outcome for the event of peritonitis was unknown. The patient was retrained on proper aseptic technique.